Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and rsd/c ausalgia ¿ complex regional pain syndrome. The patient reported that the ins was dead and had not been charged since last spring. The patient reported that it had been since last spring when she last charged because the device giving her problems charging and she got frustrated so just didn¿t use it. The patient reported that now the weather was cold and she needed the device again because she was in pain. The patient just tried to use her programmer/recharger for the first time a few days ago and they wouldn¿t work. Additional information was received from a manufacturer¿s representative (rep). The rep reported that they received an email about the patient being in potential overdischarge. The rep spoke with the patient and arranged an appointment to meet the patient. No further complications were reported. On (B)(6)2018 additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for a physician recharge appointment on (B)(6)2018. The patient texted the rep on (B)(6)2018 and stated that they would not be able to meet for the appointment. The rep reached out via text message on (B)(6)2018 to attempt another appointment with the patient. No further complications were reported/anticipated. On (B)(6)2019 additional information was received from a manufacturer representative (rep). It was reported that the rep last reached out to the patient on (B)(6)2018 and the patient got back to the rep via text message on (B)(6)2019 stating that "unfortunately I¿m pretty much bed ridden, so I can¿t meet with you. Thank you though.¿ the rep said they had not reached out after the last contact/this info and they did not have anything further to report. No further complications were reported/anticipated. On (B)(6)2023 information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported it was caused so much pain and frustration to be able to charge the device. Ins literally moved around inside of their back. Patient would have to use a belt and the belt would get jammed in their back and patient could not do it anymore. Patient stopped using it in 2018. Pt gained a lot of weight since then and it should not have problems anymore. Now patient needed an MRI because they have a cyst on the brain (unrelated to device/therapy) and needed to put the device in MRI mode. Reviewed ins was in possible overdischarge. Reviewed it would need to be charged at least a quarter to be able to go into MRI mode and provided nas number for healthcare provider. Pt does not have any managing hcp and will contact the primary hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported their implant had been turned off for about 6 years because it was very hard to charge and caused them so much pain to charge it, so they stopped using therapy altogether. Patient said they needed to use the implant again to get an MRI of their brain and for their frozen shoulder, but they hadn't been able to get ahold of a representative to meet with them at their managing healthcare provider office to get the implant working.